Event description:
This MDR is submitted to correct the initial MDR report number listed as 1193125-2025-00008. The correct report number is 193125-2025-00008. .

Manufacturer narrative:
This follow-up MDR is submitted to correct the initial MDR report number listed as 1193125-2025-00008. The correct report number is 193125-2025-00008. Cerner completed its investigation of this event (initial MDR 1193125-2025-00008) and was unable to conclusively identify a single definitive root cause. Through functional and regression testing, the investigation identified contributing factors related to processing large data payloads, including legacy sepsis data-handling limitations, retry behavior that can prolong delays, and payload growth associated with customer-controlled data. In this event, a client-specific backlog delayed sepsis notification processing for approximately 1 hour and 20 minutes. Cerner restored processing by removing anomalous data associated with the backlog and implemented measures to reduce recurrence, including limiting retries for anomalous data and enhancing logging. Cerner considers this investigation complete, and no further event-specific action is planned.